Event description:
It was reported that during a eccentrically calcified, moderately tortuous, 99% stenosed left anterior descending coronary artery intervention, pre-dilation was performed with an unspecified 2x15mm balloon. A 3x38mm xience prime was deployed in the eccentric lesion and an edge dissection occurred. An unplanned 3x18 mm xience prime was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.